Manufacturer narrative:
The reported event of alarm state which will not cease file was opened to document an event that the customer reported. No devices or logs were returned for investigation. An investigation can¿t be performed using the site visit alone. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference : (B)(4).

Event description:
The customer reported that users reported to biomed that some alarms occur with the devices that the user can not resolve, and the alarm state continues until the device is turned off. After the device arrives in the biomed shop for investigation, clinical engineering is unable to reproduce the alarm state. No patient harm was reported.

Event description:
The customer reported that users reported to biomed that some alarms occur with the devices that the user can not resolve, and the alarm state continues until the device is turned off. After the device arrives in the biomed shop for investigation, clinical engineering is unable to reproduce the alarm state. No patient harm was reported.

Manufacturer narrative:
The reported event of alarm state which will not cease file was opened to document an event that the customer reported. No devices or logs were returned for investigation. An investigation can't be performed using the site visit alone. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.